Event description:
It was reported that a patient underwent a cervical laminoplasty for central cord syndrome on (B)(6) 2012 and suture was used. After closing the surgical wound, it was noted that the needle tip was broken. The surgeon obtain a post operative x-ray and CT scan to locate the needle tip, if any. The x-ray and CT scan, showed a radiopaque object at the superficial layer of the wound. The surgeon reopened the patient for exploratory surgery. The tip was found at the superficial layer of the wound and removed.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: dm8dcsp0, dp8gtdp0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.